Event description:
It was reported to philips that the system was stuck in a startup loop after login to service mode on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ssd data haswell and reinstalled the full system software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).